Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported about cartridge that caused stress lines on an intraocular lens (iol). There was no information about patient contact.

Manufacturer narrative:
Additional information provided. The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of an unspecified intraocular lens (iol). The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two cartridges were returned. An inadequate amount of viscoelastic was observed in both cartridges. One cartridge has heavy stress prior to the parting line and beyond on the anterior and the posterior of the cartridge. The other cartridge is cracked along the top of the nozzle wall and extending into an aneurysm that has split and torn. The split was beginning prior to the parting line. The lens is partially protruding through the damaged area. The leading and trailing haptics are broken. The optic is folded and broken inside the cartridge. The lens damage my have been interpreted as the reported complaint. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Product history records were reviewed documentation indicated the product met release criteria. The lens was damaged in one of the cartridges. The damage may have been interpreted as the reported complaint. The cartridge with the damaged lens has extreme tip damage. The root cause may be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with viscoelastic, which may result in damage or delivery issues. An aneurysm has formed along with heavy stress, and an opening is observed where the nozzle wall was stretched too thin. This type of damage is typically progressive and worsens as the lens is advanced. The damage on the top of the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. The distinct area of damage would indicate a progressive change that occurred as the lens was advanced and not an immediate ¿burst¿ event, unless the lens was advanced at a very fast rate. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).